Manufacturer narrative:
This report is submitted on april 23, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient's device was explanted on (B)(6) 2018 due to infection. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the audiologist, it was reported that prior to explantation of the device, the patient developed a fistula subsequent to experiencing a head trauma. The patient was treated several courses of antibiotics (dates not reported). The infection reportedly resolved; however the fistula remained open.